Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use. The philips remote service engineer (rse) communicated with customer and confirmed the speed controller inoperable. Review of the system log file showed speed controller active errors. The third party fse resolved the issue. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movements were unavailable. The system was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.